Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od) on an unknown date. Elevated iop was reported. The lens remains implanted and the patient was treated with topical drops and acetazolamide. Reportedly the problem was resolved. Cause reported as user error. Device did not fail to perform as intended. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B1 - corrected to: adverse event in the initial MDR. B2 - required intervention to prevent permanent impairment/damage should be added to the initial MDR. H1 - corrected to: serious in the initial MDR. Claim #(B)(4).